Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device implanted in the patient.

Event description:
As reported: "after an axsos 3 humerus plate procedures, two distal locking screws diam. 4mm came out the hole of the plate."

Event description:
As reported: "after an axsos 3 humerus plate procedures, two distal locking screws diam. 4mm came out the hole of the plate."

Manufacturer narrative:
Please note correction to section h6 (clinical signs code).